Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: were there patient consequences? If yes, please explain. Unknown. Possible patient exposure to contamination. What was the appearance, was rust residue observed? Picture attached. Are there any photos of the 'rusty needle' available? Picture attached. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with the needle dispensed with fluids. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vagal nerve stimulator procedure on an unknown date and barbed suture was used. During a revision of vagal nerve stimulator procedure, a rusty needle was retrieved from the sterile field. It is unknown if there were any patient consequences. The device is not available for return. Additional information was requested.